Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the fiber does not exhibit signs of usage; the fiber is broken within the white tubing at 3 feet and 8.5 inches from the control knob, between connector & control knob; the fiber was tested with hene laser fixture, aim beam is visible at the location of break; the outer sheath exhibit signs of slight melting at the break location. Probable root cause: based on the device analysis, the probable root cause of the failure is: excessive bending.

Event description:
It was reported that during a bph surgical procedure at 0 joule and 0 minute, when fiber connected to the laser, a red light was noted in the middle of fiber and it was identified that the fiber was broken in half. The fiber tip (cap) was not cleaned during the procedure. The procedure was completed using second fiber. No injury to the patient was reported.